Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation outcome: hamilton medical ag did not received the device for investigation. It was reported that device had "continuous alarms and low tidal volumes on initial connection to ventilator"; consequently, the patient transferred on alternative ventilator. No tf/te appeared in device logs and pre op checks failed with neonatal circuit on both adult/ped modes. There was no report of harm to patient, user or third party, nor a treatment in delay. Additional information requested. Reviewing the device logs: no tf/te appeared in device logs pre-op checks failed. Various medium and high priority alarms were produced during ventilation, including: wrong expiratory valve, high peep, high-pressure, disconnection on patient side, disconnection on ventilator side, maximum leak compensation, vt low, low minute volume, high minute volume, pressure limitation, and inspiratory volume limitation. The technician on site performed full-service software tests and could not reproduce the issue. The device was returned to use. The expiratory valve and breathing circuit used during the event had been discarded. No parts were replaced this case is considered closed.

Event description:
The following was reported to hamilton medical ag: "continuous alarms and low tidal volumes on initial connection to ventilator. On retrying, further alarms included "disconnect on ventilator side". Attempts to troubleshoot were unsuccessful. Re-performed pre-operative checks with neonatal circuit and valve in adult/paeds mode - failed checks. Used alternative ventilator. Patient transferred on alternative ventilator." No health consequences or harm. The original awareness date was june 6th, 2025. However, further information was gained on july, 29th 2025 which is when the case was reassessed as reportable.